Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was explanted due to perforation.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was explanted due to perforation.

Manufacturer narrative:
This supplemental report is being filed to correct the f10. Device code. B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was explanted due to perforation.